Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that diagnostics revealed high impedances. Patient denied any falls or trauma. To address the issue patient underwent surgical intervention wherein the lead was explanted and replaced .there was no complication during the procedure.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.